Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4). On behalf of the importer arjohuntleigh, inc. (Ahus) (B)(4). This appears to be a "malfunction" type of event (h1) not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Additional information will be provided upon conclusion of the investigation.

Event description:
It was reported that during the showering of the resident on the concerto basic shower trolley the platform overturned of 90 degrees and the resident felt on the floor. The device was found in the perfect condition, the platform tilting mechanism was not correctly closed before the incident.

Manufacturer narrative:
(B)(4). When reviewing similar reportable events we have found a number of the complaints with similar fault description (stretcher not closed properly). (B)(4). From the information obtained via the technician visiting the site, it is indicated that concerto basic shower trolley was working properly and examination showed that the device was up to the manufacturer specification. Due to the stretcher locking mechanism not being closed properly before use with the resident, the device stretcher overturned allowing a resident to fall on the floor. Therefore the device was being used for patient handling and in that way contributed to the event. A complete investigation was performed has identified the following: the stretcher tilting mechanism function of this product, makes it possible and easier to clean the device. The locking mechanism is placed below the stretcher. To tilt the stretcher for cleaning purposes this mechanism has to be unlocked and after the cleaning and before use it should be locked and checked to be locked, as indicated in the instructions for use (IFU). Looking at the incident description we can assume that it is likely that the caregivers made an error in not locking the mechanism, and this directly contributed to the reportable event as later in use the stretcher tilted with a patient on it. The text below is taken from instruction for use (04.ba.02/5us,ca from november 2004) which would be delivered this device: "warning: make sure that the catch has locked (click sound) the stretcher after putting it back in place." Therefore it appears from our evaluation that a number of use errors caused the event. The most relevant use error is related with the failure to lock the stretcher in combination with wrong patient position on the device as it is stated in the instruction for use and this directly contributed to the reportable event. We have not been able to find any contributing manufacturing anomalies. The root cause of the complaint was found to be an use error as the received information and our evaluation as described above are showing that if the IFU safety warnings are followed there will be no patient or caregiver risk.